Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead became dislodged previously. Subsequently the lead was programmed off. Medical record review by another physician noted the right atrial lead was dislodged. Fluoroscopy was performed which confirmed dislodgement. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.